Manufacturer narrative:
The device is not available for investigation. However, the complaint investigation is pending at this time. Initial reporter (full) phone number: (B)(6).

Event description:
The complaint/event involved a tego® connector that reportedly had ripped silicone and also a flap not adhered to the yellow piece underneath. This was noted upon removal of the tego because the device was not allowing the nurse to smoothly attach the syringe. This is the first time this event has occurred at the facility. There were two devices that presented this alleged defect. The tego was originally placed on (B)(6) 2025. There was no human injury or harm associated with this complaint/event.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.